Event description:
A physician reported a pt who was initially skin tested on 10/29/98 in the left forearm with negative results. On 2/23/99, the pt was treated in the upper and lower vermillion borders. Immediately after the treatment, the physician noticed there was a "lump" of collagen about 1 cm in diameter in the upper vermillion, below the vermillion border injection site. The physician stated the material tracked into the lower vermillion. The pt was disappointed with cosmetic appearance and requested the physician remove the collagen. On 3/1/99, the physician performed a needle aspiration of the collagen.